Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 10 minutes. It was reported that during the case, the site performed a 3d imaging device spin, but it did not automatically transfer to the navigation device. The site tried to manually push the spin, but it did not work. The site rebooted both systems and manually pushed the exam and it worked. The surgery was completed with navigation and there was no impact on patient outcome. The medtronic representative checked out the system and found it to be operating normally.